Event description:
(B)(4). It was reported that post a stenting treatment procedure, in-stent restenosis occurred. The patient presented due to stable angina. The 90% stenosed and 20mm long target lesion was located in the proximal left circumflex (lcx) artery with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilation and placement of a 3.0x24mm taxus element stent, resulting in 0% residual stenosis. The patient was discharged the following on aspirin and clopidogrel. (B)(6) 2012, the patient was diagnosed with severe two vessel disease. Angiography revealed "fairly focal 50% in-stent restenosis of the previously placed study stent." The patient was scheduled for coronary artery bypass grafting (CABG) of the left main coronary artery, proximal left anterior descending artery and proximal lcx. The patient was scheduled to undergo aortic and mitral valve surgery during CABG. This event was considered ongoing and the patient was discharged five days later.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that during the index procedure, some mild plaque shift with vasospasm was noted post study stent placement. Ic nitroglycerin was administered. No additional intervention was performed as the lesion appeared non-obstructive. In addition, a non-target lesion was located in left posterior descending artery (l-pda) with 90% stenosis and was 10mm long with a reference vessel diameter of 2.50mm. After pre-dilation the lesion with a 2.00x12mm maverick balloon, suboptimal results were noted. The lesion was treated with placement of a 2.50x12mm taxus express2 stent resulting in very good angiographic result with no residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient was diagnosed with progressive exertional angina and was hospitalized on the same day. It was found there was type 1d pattern 75.0% in-stent restenosis of the previously deployed study stent in the prox lcx. Echocardiogram revealed mitral regurgitation and moderate aortic stenosis. Cardiac catheterization was recommended. Three weeks later, the patient returned for the scheduled CABG, mitral valve repair and aortic valve replacement. The patient reported having dyspnea with exertion, dizziness and fatigue. After discussion with the patient about the tissue versus mechanical valve replacement of aorta, it was decided to proceed with a bioprosthetic valve. In (B)(6) 2012, the patient underwent 3-vessel CABG with saphenous vein graft (svg) to ramus, svg to l-pda and left internal mammary artery (lima) to lad. The patient also underwent repair of mitral valve and tricuspid valve with replacement of the aortic valve with 23mm mosaic ultra aortic valve. The patient was placed on cardiopulmonary bypass during the procedure. The event was considered resolved without residual effects and the patient was discharged.

Manufacturer narrative:
(B)(4).